Event description:
Issues involving a bracco syringes for CT injection. When staff is removing the syringes from the injector at the end of a scan, the end of the syringe is bustling into multiple shards. This has happened at least five times in the last three weeks at two different facilities. These concerns have been reported to the MFR. On (B)(6) 2023, staff was filling an injector syringe and noticed there was a black piece of unk material on the inside of the syringe. It was taken out of circulation before use.